Event description:
Boston scientific crm received information that there was concern over a micro-dislodgement for the left ventricular (lv) lead . It was noted that the lv lead exhibited high threshold measurements, however capture was obtained. The physician opted to program the device to deliver maximum outputs in the lv. No adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated.